Event description:
It was reported during a therapeutic endoscopic mucosal resection (emr) of the ascending colon, the single use ligating device was hung and tied to control bleeding in a colonic diverticulum. The indwelled snare became stuck when attempting to remove the tissue. There was a pipe section inside when the slider was in the front, but the pipe had bent. When strangulating and releasing diseased tissue, the pipe bent from the middle of the handle and would not move forward so the hook did not protrude from the tube sheath. Therefore, emergency treatment with done with pliers to cut the wire at the hand. The snare section was then cut and removed with a loop cutter. Another single use ligating device was then used to strangle and resect the diseased tissue to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
E1/initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h3, h6, h11. Corrected fields: d4 (lot number), h4. The device was returned to olympus for inspection and the reported failure was not confirmed. The device evaluation found that the loop had been detached from the insertion portion, the distal side of the loop was cut, the operation pipe of the handle section was deformed, the insertion portion was severed near the handle section, and the hook presented no abnormalities such as deformation or bending. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. The factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large: -scope angle. -meandering state of the scope tube. -state of sheath from the forceps channel to the vicinity of the hx-400u-30 handle unit (even if the sum of frictional resistances is small, the same event is likely to occur if the slider is pressed quickly.) Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.